Event description:
Caller reported a cgm error 42 related to their sensor and confirmed that the pump did not come out of storage mode nor experience a reset due to battery depletion. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, successfully resolving the error, and the caller was able to start their sensor session.